Manufacturer narrative:
The complainant was unable to provide the event/procedure date, therefore the first day of the month in which the event was reported was used (B)(6) 2019). The complainant was unable to provide the suspect device upn and lot number as the device is part of a compliance kit; therefore, the expiration date, device manufacture dates, UDI, and model number are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used on an unknown date. According to the complainant, the seal biopsy valves is leaking. It was not reported how the procedure was completed. There was no serious injury nor adverse patient effects reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.